Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-73 (overcurrent to motor) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be loose screws for the motor. The screws were tightened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f73 alarm (overcurrent to motor.). This occurred when turning on the device. There was no patient involvement. No additional information is available.